Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a shaft break occurred. There was a throbolitic occlusion of the proximal left circumflex (lcx) segment. While advancing the 1.5x15mm maverick2 balloon, a shaft break occurred at the proximal end. The procedure was completed using another of the same device. There were no patient complications and the patient condition was listed as "ok".

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a shaft break occurred. There was a thrombolytic occlusion of the proximal left circumflex (lcx) segment. While advancing the 1.5x15mm maverick2 balloon, a shaft break occurred at the proximal end. The procedure was completed using another of the same device. There were no patient complications and the patient condition was listed as "ok".

Manufacturer narrative:
Device evaluated by MFR.: the device was received in two sections as a result of a break in the hypotube at 31.4cm distal to the strain relief. Both sections of the hypotube break were kinked at various locations along their lengths. An examination of the break site found that the break occurred as a result of severe kink that occurred in the hypotube. Both the kinks and the break are consistent with excessive force having been applied to the shaft. An examination of the balloon found that the balloon had been inflated and was not refolded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). (B)(4).